Event description:
It was reported that the transmitter was overheating. The product was evaluated. An exterior visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).